Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that when trying to connect to the implant they were seeing recharger is inactive. The patient  (pt) stated that right now they were not trying to charge their implant but just want to connect to it using the handset and communicator. Patient services had pt put away the recharger on the call and use only communicator and handset. Pt stated as soon as the communicator was placed over the implant and they tapped on "find device" they felt an electric shock where the implant was located. The pt stated the device did successfully communicate and they were on program 1 at 0.6v and therapy was on. The pt decided to increase to 0.7v on the call. Patient services walked them through how to check implant battery and the pt confirmed they were currently at 50%. Patient services recommended checking with doctor to see if it's ok to attempt a recharging session and to call patient services back so they could do this together.